Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating while connected to a power source which resulted in the pump shutting down. The customer's blood glucose was 120mg/dl. Reportedly, the customer successfully turned the pump on, reloaded the cartridge, and resumed insulin therapy on the pump.